Event description:
It was reported that there was an alert for non-sustained rv oversensing. Reprogramming was done. There was no adverse event reported due to this, patient is fine.

Manufacturer narrative:
(B)(4).